Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her son. The device allegedly gave a reading that was 8°f lower than the patient's actual temperature. The child had a febrile seizure and was taken to a doctor where a fever of 102°f was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.